Event description:
It was reported that the tubing of a solution set was "torn after inserting it into the pump." The device had been primed with arginine and was being used with a flogard infusion pump. The reporter stated that the tear was noted ¿on the tubing between the lock and safety clamp of the pump." There was no patient involvement. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection was performed and revealed what appeared to be a cut in the tubing. Microscopic inspection further verified there was a cut across the tubing located below the drip chamber. The sample was functionally tested by spiking it into a solution bag filled with distilled water and re-priming it. This identified a leak in the tubing. The location and orientation of the cut indicated that the tubing was mis-loaded into the pump, causing a pinch point between the tubing channel and pump door. The pump¿s labeling provides instructions for properly loading the set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.